Event description:
During a retrospective complaint review, devilbiss healthcare identified an oxygen concentrator with complaint of "low o2 [purity]." There was no report or evidence of illness, injury or medical treatment associated with the complaint. There was no evidence that the alarm did not sound. Devilbiss evaluated the unit and identified a defective pc board as the root cause of the low oxygen alarm condition.